Event description:
In 2009, patient reports she was getting e4 (occlusion) on infusion device. She stated last night she received an e2 (battery depleted) error so she changed her battery to fix that error. She didn't remember if she received an a2 (battery low) error prior to the e2. Went back into the alarm history and found an a2 alert about 3 days prior. Patient stated that the e4 came in the middle of the night during normal basal delivery. She stated the adapter has never been changed, but she knew it was supposed to be changed every 10th cartridge change. Had the patient disconnected from her infusion site and prime the device. She received an e4 again. Patient removed the tubing and primed the infusion device again. She received another e4. Advised to remove the cartridge and activate the prime. The device primed successfully. Had the patient fill a new insulin cartridge. Went through the change of insulin cartridge feature and primed the infusion device. The infusion device did not occlude. Patient also stated that she did test her blood this morning after getting the occlusion, and it was elevated around 277 mg/dl. She stated her normal range should be between 90 mg/dl - 98 mg/dl. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation. On 09/04/2009, called patient for follow up. Patient reports her occlusions have stopped and her blood glucose has regulated.